Event description:
The customer reported that the system displayed a "24 hour charge error message" on boot up. This error message would prevent the system from booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery on the x-ray controller board was replaced. The system was then found to be operating as intended.